Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's button was blinking red. Tandem technical support reviewed the pump's t:connect data and an alarm 22 was found to have occurred. The customer could not recall the details around this alarm. There was no reported impact to the customer's blood glucose level.